Event description:
This case was initially received via regulatory authority ansm - heath authorities in france (reference number: (B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of inserts scheduled for (B)(6) 2017") and depression ("serious depression") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression (seriousness criterion disability), pruritus ("itching"), menorrhagia ("hemorrhagic periods"), arthralgia ("very intense incapacitating joint pain"), myalgia ("very intense incapacitating muscle pain"), migraine ("migraines"), fatigue ("major fatigue") and sleep disorder ("sleep disturbances"). The medical device removal (seriousness criteria medically significant and intervention required) was scheduled to (B)(6) 2017. Essure treatment was not changed. At the time of the report, the depression, pruritus, menorrhagia, arthralgia, myalgia, migraine, fatigue and sleep disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue, medical device removal, menorrhagia, migraine, myalgia, pruritus and sleep disorder with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that removal of inserts were scheduled for (B)(6) 2017 (interpreted as medical device removal). She experienced serious depression. The event medical device removal is regarded as anticipated in the reference safety information for essure. The other event is unanticipated. In this case, the exact reason for removal was not provided. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. With regards to the other event, considering its nature and that essure has a local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident because a device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in france (reference number: (b)(64) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of inserts scheduled for (B)(6) 2017") and depression ("serious depression") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression (seriousness criterion disability), pruritus ("itching"), menorrhagia ("hemorrhagic periods"), arthralgia ("very intense incapacitating joint pain"), myalgia ("very intense incapacitating muscle pain"), migraine ("migraines"), fatigue ("major fatigue") and sleep disorder ("sleep disturbances"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal, depression, pruritus, menorrhagia, arthralgia, myalgia, migraine, fatigue and sleep disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue, medical device removal, menorrhagia, migraine, myalgia, pruritus and sleep disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2017: device evaluation received company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.